Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
Dealer advised right front frame is broken at the weld where front rigging connects.

Event description:
Dealer advised right front frame is broken at the weld where front rigging connects.

Manufacturer narrative:
The device was returned and evaluated by the returns department and they found that the weld was broken on the front of the frame.